Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative bhcg result generated by the unicel dxi 800 access immunoassay system for one patient. The patient underwent a tubal ligation procedure two days later. Subsequent testing two weeks after the procedure on both the original instrument and an alternate methodology produced bhcg results in a higher gestational category. The patient was then verified as being six weeks pregnant via ultrasound.

Manufacturer narrative:
Qc was within the customer's established ranges. No additional information is available for this event.